Event description:
Device issue: difficult to remove, clip mislocation. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a very tortuous common femoral artery after an interventional procedure. Reportedly, as the clip was deployed, the patient suddenly lifted the leg upward. Resistance was felt during device removal. A dilator was inserted into the access ports unlocking the thumb advancer and clip delivery tubeset and enabling them to be retracted proximally, which released the device from the tissue tract. Bleeding continued after device removal. Manual compression was applied to achieve hemostasis. The patient is reportedly morbidly obese with the tissue tract having a "challenging angle". When the device was removed, the clip was observed to be deployed in the flex-guide of the starclose se device. No adverse patient effects were reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). Improper or incorrect procedure or method, patient selection. (B) (4). The device was received. Investigation is not complete.